Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump carb ratio settings were incorrectly entered. Customer's blood glucose was 166 mg/dl. Reportedly, customer reached out to their healthcare provider to obtain correct settings.